Manufacturer narrative:
A review of lot file a319 was performed. There were no nonconformances or alarms associated with this event type reported. This lot met all release requirements. A review of complaints received for lot # a319 was performed. There was (B)(4) other complaint reported for pressure dome leaks at the time of the investigation for this lot. Service order # (B)(4); feedback: field engineer cleaned pump deck and replaced and adjusted system pressure transducer. Performed system checkout. No issues found. Repairs have returned this instrument to expected operation. The return was received and analyzed. The pressure dome was inspected and the diaphragm was found unseated. No defect on the pressure dome housing tabs or legs was found. The root cause of this unseated membrane is an incorrectly assembled cap or the pressure dome not installed properly on the system pressure sensor by the customer. (B)(4) was opened to mitigate the incorrectly assembled cap condition. It has been confirmed that the proper installation of the cap will seat the membrane and that both stations of the leak tester will not function without the cap present. There is no further action required at this time. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA # (B)(4).

Event description:
The customer reported a pressure dome leak. Name of complainant: same as reporter. Customer called to report system pressure dome leak during purging air phase of treatment procedure. Customer aborted treatment and did not return blood/products to pt. Cts asked if there were any alarms prior to leak occurring. Customer stated there were no alarms during prime. Customer stated that after removing the system pressure dome, she noticed that the membrane under the dome appeared to not be seated all the way. Service order # (B)(4) was dispatched for inspection of the instrument. The customer returned the kit and smart card for investigation.